Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizures and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been experiencing seizures due to hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod longer than 48 hours. The patient did not seek medical attention for the issue. Patient's physician office reported the patient has been told to change her iob (insulin on board) setting to 4 hours from 2 hours and has not done this which has caused her to experience rapid declines in her blood sugar levels. Additionally, they mentioned the patient does not understand basal delivery and feels the pump should stop insulin delivery when her blood glucose reaches 130 mg/dl. After further review from clinical product support team, it did not look like there was hypoglycemia events seen on her download data for both glooko and dexcom.